Event description:
It was reported that intermittent malfunction alarms occurred. The customer reverted to an alternate method of insulin therapy. Customer's blood glucose level was 560s mg/dl. The elevated bg was addressed by a correction injection via manual insulin therapy.